Event description:
During the shift check, the customer noticed that the autopulse platform (sn 33873) lcd was blank and non-functional. No patient involvement.

Manufacturer narrative:
The customer's complaint that the autopulse platform sn (B)(6) lcd was blank and non-functional was not confirmed during the functional testing. No device malfunction was observed during the testing, and the platform functioned as intended. The autopulse platform passed the preliminary functional and 15-minute run-in tests without error or fault. The archive data review showed no significant discrepancies. Following service, the autopulse platform passed the run-in and final tests without fault or error.